Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's allegation that green water came out of the socket was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, when the air pump of xenon lamp is activated, fluid leaks from the connection part of the plug, the device partially opens, and fluid accumulates in the tube of the pump unit. Fluid may have accumulated inside the air system of the light source. The event can be prevented by following the instructions for use which state: ¿[warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated, and a foreign material was found inside the pump tube due to water leakage from the output connector socket causing liquid intrusion. A non-designated olympus lamp was also found during the inspection. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The technician on site reported (on behalf of the customer) that green water came out of the socket while using the evis exera iii xenon light source. Water was also found in the hose between the socket and pump. The issue occurred during maintenance and there was no patient involvement.